Event description:
It was reported that during implant the lead was repositioned multiple times due to low sensing amplitudes. At the end of the procedure, the physician noted that the connector pin was bent. The lead was removed and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.